Event description:
It was reported that the absolute stent encountered resistance during an attempt to deploy the stent. When the self-expanding stent system was being removed form the pt with the handle in the locked position, the stent started deploying. Half of the stent came out of the pt still on the device unit. The other half had separated and remained in the pt. The separated portion that remained in the pt was removed with a snare device. No pt effects were reported.